Event description:
It was reported to st. Jude medical that the lead was explanted when noise was observed on the electrograms. It was also reported that the patient had received inappropriate shock due to fib detection from the noise exhibited. Real-time measurements also dropped significantly since implant.